Event description:
The event is reported as: complaint alleges: "the connection to the flowmeter was unstable during use on a patient during a nebulization treatment." No patient injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.